Event description:
Expiratory limb of heated wire circuit melted in use on a patient in the picu. Patient was in distress and needed to be bagged while circuit was replaced.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for investigation. Results of the investigation are pending, a follow-up report will be filed.